Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt balloon popped. It was a clean pop and no pieces had to be retrieved from the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone outer coating and latex balloon material were torn. The torn materials formed a complete assembly. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).